Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a known cerebral insult secondary to a non-lvad related fall in (B)(6) 2017. On (B)(6) 2018, the patient was hospitalized due to a worsening headache and emesis. A CT scan showed acute on chronic bleeding and bilateral subdural hematomas with midline shift, likely secondary to fall in november. The CT scan showed that the left subdural collection was larger than the right with associated 4.5 mm of left to right midline shift. No parenchymal hemorrhage was seen. Surgical intervention was performed. It was reported that the midline shift was a concern; however, the patient¿s normal/baseline neurological exam was reassuring. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.